Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. The battery did not yield any unusual electrical or other properties for a battery at this stage of depletion. The exact cause of not meeting 80% of the lower 99.9% is unknown as both the hybrid and power source tested normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. Battery voltage drops from 2.93 volts on (B)(6) 2014 to 2.76 volts on (B)(6) 2015. Atrial tachycardia (at)/ atrial fibrillation (af) and anti-tachycardia pacing therapy are contributors, but the battery discharge curve is so smooth. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri) with early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.